Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the battery compartment was damaged and the downstream occlusion sensor seal had a bubble. The investigation found that error code 45985 appeared at startup. The investigation determined that an inoperable main board and damaged battery compartment were the cause of the reported issue. The main board and battery compartment were replaced.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120 pump exhibited error code 45985. It was also reported that the housing was damaged. No patient involvement event occurred during testing.